Event description:
Customer reported that this microintroducer did not peel away properly and the sheath appeared to be not completely connected to the handle. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
Customer reported that this microintroducer did not peel away properly and the sheath appeared to be not completely connected to the handle. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a difficult peel is confirmed but the exact cause remains unknown. Two 4.5 fr microez microintroducers were returned for evaluation. The first sample consisted of the peeled tabs without the dilator. The second sample consisted of both the dilator and sheath. The first sample only had one peel tab returned. The sheath material was found to be partially torn at the attachment location to the tab. The second tab was not returned; however, the grey sheath was present and appeared to have detached from the tab. No apparent damage was noted on the second microintroducer. H3 other text: evaluation findings are in section h11.